Manufacturer narrative:
Reported event was confirmed by review of pictures. Images of explanted liner were provided. Blood was identified covered over the liner. Part of the rim on the liner was damaged. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that the patient underwent initial tha for an unknown reason on an unknown date, subsequently the patient was revised due to recurrent dislocation. Attempts have been made and no further information has been provided.